Event description:
It was reported that the lead exhibited loss of capture. Capture could not be maintained at a low enough voltage to prevent chest wall stimulation, so the lead was electronically disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.